Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection noted the helix was retracted and tissue was present around the helix. Visible damage was seen on the lead. Approximately 105-107mm from the terminal pin the conductor coil was deformed, and approximately 202-203mm from the terminal pin there was a bend in the insulation. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. The observations observed prior to the removal of the lead were not confirmed.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. The ra lead then exhibited undersensing and loss of capture. A revision procedure was scheduled. During repositioning, the helix would not retract, so the lead was explanted and replaced. No additional adverse patient effects were reported.